Manufacturer narrative:
(B)(4). Concomitant products: unknown humeral head cat#ni lot#ni; unknown hybrid glenoid cat#ni lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Sperling, john w, marigi, erick m, lenartowicz, karina a, jennewine, brenton, throckmorton, thomas w. (2022) clinical and radiographic outcomes of hybrid glenoid fixation with a central porous titanium post: analysis of 713 consecutive shoulders, journal of shoulder and elbow surgery. Https:// doi.org/10.1016/j.jse.2021.12.033. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00614. 0001825034 - 2022 - 00616.

Event description:
It was reported in a journal article from the journal of shoulder and elbow surgery, which studied patient outcomes after primary elective hybrid total shoulder arthroplasties, that patient underwent reoperation or revision due to deep infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.